Manufacturer narrative:
(B)(4). The ventilator was received for investigation and the reported malfunction was confirmed. A visual inspection was conducted and found a discrepant chip. The single board computer (sbc) was replaced and the latest software was updated. The unit then passed all testing.

Event description:
It was reported that a ventilator display froze. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.